Event description:
A concentric employee first became aware of this event on 07/15/2009 when reviewing merci registry procedure noted recorded by the site. Pt presented with complete thromboembolic occlusion of the proximal m1 segment of the right middle cerebral artery (i.e., ischemic stroke). The procedure involved the use of intra-arterial tpa injections and the use of the following devices during 7 attempts to retrieve thrombus (quantities of retrievers unk): neurovascular guidewire: (MFR unk). Merci microcatheter mc18l (2 separate devices). Merci retriever v 2.5 soft. Merci retriever v 2.5 firm. Merci balloon guide catheter, 9f. It was noted that there was partially successful mechanical thrombectomy of the m1 segment. However, there was persistent occlusion of the distal m1 segment at the end of the procedure. After navigating the microcatheter into the distal mca m3 branch for the 7th retrieval attempt, contrast injection demonstrated perforation of one of the m3 branches. The procedure was terminated at this point. It is possible that use of guidewire (other MFR) or microcatheter 18l contributed to this event. The pt expired in 2009. The cause of death was a stroke; the pt was made "do not resuscitate". None of the reported info suggested that any concentric medical device malfunctioned.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel perforation and hemorrhage are listed as possible complications in the microcatheter instructions for use.